Event description:
It was reported that an anchorfast device was applied to a patient on (B)(6) 2013. On (B)(6) 2013 while the patient was being turned onto his back, it was observed that the et tube and the anchorfast clamp had separated from the anchorfast track and the patient was extubated. A code was called and the patient was reintubated.